Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient's mother that the pump delivered high rate for basal. Further, the tube was cut off last night and her blood glucose level went to 400 mg/dl last night but now she was okay since it was replaced, as the tube broke and cut off. Reportedly, the infusion set's tubing came apart near the site connector while she was sleeping. The site location was her right thigh and the pump was on the right side. The infusions were stored in her room at normal temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 24-sep-2020: follow up information was submitted to update health effect - impact code. Moreover, the result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing-tubing connector. Based on the result: component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient's mother that the pump delivered high rate for basal. Further, the tube was cut off last night and her blood glucose level went to 400 mg/dl last night but now she was okay since it was replaced, as the tube broke and cut off. Reportedly, the infusion set's tubing came apart near the site connector while she was sleeping. The site location was her right thigh and the pump was on the right side. The infusions were stored in her room at normal temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.